Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 3 in fmcaor12 would not open. A field service engineer checked the supply drawer, which was full and was now working fine. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer unable to open. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.